Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced dark/black diarrhea and syncope. The patient was placed on imodium. It was reported that diarrhea improved however bright red blood per rectum was observed. The patient experienced fatigue, lethargic and shortness of breath with activity. The patient was anemic with hgb (hemoglobin) at 7.8 g/dl. The patient received 2 units of blood. On (B)(6) 2018, esophagogastroduodenoscopy and colonoscopy were (B)(6) for active bleeding. The patient was started on proton pump inhibitor infusion and asa was stopped. Patient received octreotide and was discharged home in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The patient remained ongoing on heartmate ii lvas until they expired (reference MFR # 2916596-2018-02798). A direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.